Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced sustained personal injury, emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2005 - patient was diagnosed with incisional hernia thereby underwent open repair with implant of composix e/x mesh. Per operative notes, ¿an incision was made in the upper midline abdomen. The hernia sac was dissected out. All omental adhesions were taken down. A composix e/x mesh was placed into the anterior abdominal wall and secured it with sutures.¿ (B)(6) 2020 ¿ patient was diagnosed with mesh infection, recurrent incisional hernia, inflammation, abscess, pain, thereby underwent laparoscopic repair with explant of composix e/x mesh and primary hernia repair. Per operative notes, ¿a midline incision was made in the epigastric area in the midline. The hernia sac was dissected out. Inflammatory reactive tissue was evidence that was very firm, also there was evidence of as area of mesh protruding through this site. There was abscess noted within this area, indicating infected mesh. Previously placed infected mesh was excised entirely from peritoneal site. The defect was closed with sutures primarily.¿

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix e/x on (B)(6) 2005. As reported, the patient is making a claim for an adverse patient outcome against the composix e/x . Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced sustained personal injury, emotional distress and the device was defective.